Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/26/2020. A manufacturing record evaluation was performed for the finished device lot pdh283, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw # 2210968-2019-91364, 2210968-2019-91365.

Event description:
It was reported that the patient underwent an aortic valve replacement procedure on an unknown date and suture was used. The suture pulled off the needle while drawing normally during the surgery of the aortic valve replacement. Changed to another device to continue the surgery. There were no adverse patient consequences reported. No additional information could be provided.